Event description:
It was reported the customer's insulin pump had a constant tone. Customer stated they have replaced the battery, but the constant tone persisted. The customer's blood glucose was 154 mg/dl. The customer also reported an alarm did not occur prior to the constant tone occurring. Troubleshooting was not completed as the customer reported a crack by their insulin pump's battery compartment. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 2 hours and no constant tone or horrible noise noted. The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at display window corner.